Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel; the delivery system was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Angina is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that within 30-days post-stenting of a coronary vessel with a xience alpine, the patient was re-admitted to the hospital with unstable angina, myopathy and other cardiovascular symptoms. It is unknown what treatment was performed or what the final patient outcome was. No additional information was provided.